Manufacturer narrative:
The complaint was not confirmed. Retain devices performed as expected when tested by beckman coulter inc. (Bci) using controls and low (37miu) and high (106miu) quantitative positive clinical urine sample. The urine sample from the 2nd patient was not first morning void. Product and samples were not submitted to bci for verification. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding discrepant negative (-) urine test results from the icon 25 hcg test kit. A urine sample from a patient gave a negative (-) result when tested with the icon 25 hcg test kit, upon physical exam the physician suspected pregnancy and sent a serum sample to laboratory for quantitative analysis. No serum results were supplied and no further information on this patient is available. A urine sample from another patient gave a negative (-) result when tested with the icon 25 hcg test kit. Upon physical exam, the physician suspected pregnancy and sent a serum sample to laboratory for quantitative analysis. The result was ">1 6,000". No injury has been reported as a result of this event.